Event description:
It was reported that the stimulation was not able to be adjusted and a message to call your doctor was displayed on the programmer. An informational power on reset message was also displayed which was subsequently cleared..

Manufacturer narrative:
Programmer model 37743, serial #(B)(4), recharger model 37752, serial #(B)(4), lead model 39565-30, serial #(B)(4), implanted: 2010-(B)(6), explanted: unknown.